Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization was unknown. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose levels. The customer was wearing the insulin pump at the time of hospitalizations. Customer was treated with insulin drip and fluids. It was also reported that the customer's insulin pump was not delivering insulin. Cracks to the battery compartment and casing was also reported. Advised insulin pump would be replaced.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with cracked case at display window and display window. Unit received with minor scratched lcd window. Unit received with missing end cap sticker. Unit received broken battery tube threads.